Event description:
It was reported the patient's stimulation changed after a recent fall on her mid-back incision site. Reprogramming was attempted to no avail. Reportedly, stimulation is in undesired locations. The patient was referred back to her physician to discuss the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.